Manufacturer narrative:
All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. Device passed the delivery accuracy test. No under delivery anomalies noted during testing. Pump error 63 (variable 3) was present in the device trace download due to broken trace at on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer alleged for possible under delivery on insulin pump and customer experienced high blood glucose of 400 mg/dl. Customer also reported that insulin pump had hardware low level failure during self test but passed displacement test. Customer was treated with manually and insulin pump. Customer mentioned that okay button was not responsive but got response after troubleshooting. Customer was advised to to discontinue use of the pump and to revert to backup. Insulin pump will be returned for analysis.